Event description:
It was reported that the device was explanted due to ai (aortic insufficiency) and pv leak. Reportedly, the device was implanted in 2008. (The specific date was not reported.) The hlth care provider informed our sales rep two months later, that the reported device was being explanted. No further details were provided.